Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath, tachycardia, and palpitations. Upon interrogation, it was noted the patient¿s implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) two years prior and end of service (eos) five months prior. The ICD had also triggered a charge circuit timeout. The ICD remains in use. No further patient complications have been reported as a result of this event.